Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine device check. Upon interrogation, the right ventricular lead exhibited intermittent loss of ventricular capture. No intervention had been reported.